Event description:
A report was received from (B)(6) stating that an 840 ventilator experienced a device alert and subsequently stopped cycling. The ventilator was not in use on a patient at the time the malfunction occurred.

Manufacturer narrative:
The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the analog interface (ai), printed circuit board (pcb). The cse performed the extended self-test (est), short self-test (sst) and the performance verification test (pvt). All tests passed and the device operated within the manufacturing specifications. Covidien reference: (B)(4).